Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00430. It was reported the patient's scs system was explanted due to loss of efficacy.

Event description:
Device 1 of 3 . Reference MFR report: 1627487-2019-00430 and 1627487-2019-01066.

Event description:
Device 1 of 3: reference MFR report: 1627487-2019-00430 and 1627487-2019-01066.